Event description:
Reduced port robotic hysterectomy- "1ea clear instrument guide was dislodged during procedure and ended up inside the patients abdominal cavity. It was recovered; 2nd clear instrument guide was dislodged during procedure and was in trocar cannula below seal."

Manufacturer narrative:
Full UDI unknown since no lot number was provided. Investigation summary: three (3) 10mm trocar sleeves, one (1) 12mm sleeve and the shield of a 10mm sleeve were returned for evaluation. Upon inspection of the 12mm sleeve and one 10mm sleeve, no damages or defects were noted; all seal components were found to be intact and properly aligned. The shield of one 10mm sleeve was found to be dislodged. The septum of one 10mm sleeve was found to be torn and it was confirmed that the shield had completely dislodged from the seal assembly. The damage to the seals appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. All gelpoint units undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.